Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring greater than 200 ohms. The patient was seen in clinic. Technical services (ts) stated that it appears there was a shock lead integrity issue located on the ra coil since it was greater than 200 ohms. Ts recommended programming options and to perform defibrillation threshold (dft) testing. The health care professional (hcp) will be discussing with the physician. This rv lead remains in service. No adverse patient effects were reported.